Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e2, e3, g2 and h6 "medical device problem code" fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the channel tube leaked during user handling causing damage to the image sensor unit and the board inside the connector. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: "inspection of the endoscopic image." The suggested event is preventable by handling the scope in accordance with the following sections of the instructions for use: -when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. -if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the bronchovideoscope displayed scope communication error (b30) message. The reported issue was discovered at reprocessing prior to preparation of use for diagnostic respiratory examination(bronchoscopy) procedure. The procedure was subsequently completed with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was a scope communication error due to a defective electrical connector. Upon further inspection, it was observed that water tightness was lost due to buckling and deformation of the instrument channel. It was also observed that switch one and four had wear due to a handling problem. It was observed that the bending cover was worn. It was also observed that there was an indentation in the insertion tube. It was observed that the video connector and the control section were immersed due to fluid invasion. It was also observed that the video connector was dirty due to insufficient cleaning or handling of the scope. Lastly, it was observed that the switch box had a scratch due to a handling problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.